Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that they did load a scan from a colleague that did not show the same blurriness which lead them to believe this might be an issue due to compression or some way that they are loading the scans onto the cd. Other images were loaded onto the system via cd-rom from the facilities radiology team. These images also have ¿blurriness¿ more like standard definition, rather than 4k. They were in the process of setting up pacs and hope that this will eliminate the concern. The facility does not use usb thumb drives to transfer patient data. Loading the exam via usb and another cd did not resolve issue. The rep loaded images on another machine and the surgeon noted the images still looked blurry.

Manufacturer narrative:
Correction: the previous supplemental report was inadvertently submitted using 21-oct-2024 as the aware date of the new information; however, the correct aware date was 30-oct-2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: a software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. H6: additional review indicated codes b17, c20 are no longer applicable to the event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name stealthstation; product ID 9735737 (lot: 2.1.0); product type: 2543-mnav - system h3: no parts have been received by the manufacturer for evaluation. Codes b17, c20, d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was displaying a blurry patient image. The image was uploaded via cd. The medtronic representative (rep) described the image as pixelated around the bone structure. The rep confirmed slice and thickness were 1:1. No patient was present. Troubleshooting information was provided. Technical services (ts) recommended the rep load other images into the navigation system to see if issue persisted. Ts recommended the rep to load images via usb or the electronic picture archiving and communication systems (pacs).